Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor failed a pulse test. The cause of the problem was isolated to the hardware that fastens the printed circuit boards (pcb) together. The hardware was loose. Upon re-seating the pcb's the monitor was fully functional. The root cause of the loose hardware was unable to be positively determined. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.